Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the image issue was due to a faulty scope socket. However, the specific cause of the faulty scope socket could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, an e216 error code and e315 scope error code was received when the evis exera iii xenon light source was connected to the scope. There were no reports of patient harm. No further good faith effort information was provided by the customer.

Manufacturer narrative:
The device was not returned to olympus for evaluation, however, the customer reported that color bars appeared when the scope was unplugged from the light source. Three scopes were tested and all received an e315 scope error code. A quick reference guide was emailed to the customer on steps to follow. The customer was able to connect the cf-hq190l evis exera iii colonovideoscope and an image appeared and the e315 error code was resolved. The customer was not able to test the other scopes but would call back with results. The customer called back stating that the light source only worked when connected with the 190 scopes. The light source will be sent in for repairs. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.